Manufacturer narrative:
Sample was collected in a plastic bd serum with a gel separator, was allowed to clot for 20 minutes prior to centrifugation and then centrifuged for 10 minutes at 4000 rpm at 22 degrees c. Qc was within the customer's established ranges prior to and on the day of the event. A routine system check performed on 07/01/2010 passed within instrument specifications. A field service engineer (fse) went on-site and serviced the instrument. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated prostate specific antigen (psa) result generated by the unicel dxc 600i synchron access clinical system. Subsequent testing produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.